Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had a stroke due to erratic blood glucose levels and was taken off of the insulin pump. The caller reported that this took place at least six months earlier. The insulin pump was not replaced or returned for analysis.